Event description:
It was reported that the patient was admitted on (B)(6)2026 with a driveline infection. The methicillin-susceptible staph aureus (mssa) was treated with ancef 1 gram every 12 hours for 1 week then keflex twice daily until (B)(6)2026. Driveline trauma was reported as the caregiver recently passed away and patient was learning to care for themselves fully. The patient was deemed stable for discharge on 26feb2026. The event was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.